Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed after a three day wait period. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.